Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. The literature states, ¿one death in the absorbable hemostat group¿ ¿ was this event related to the study product (surgicel)? In regards to the absorbable hemostat group, does the surgeon believe that the surgicel product involved caused and/or contributed to the adverse events described in the article. If yes, provide details of event and specific product code. Please specific patient demographics for each of the subjects of this article: date of procedure, when procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions citation: j am coll surg 2013 september;217(3):385-393. Http://dx.doi.org/10.1016/j.jamcollsurg.2013.02.036 .

Event description:
It was reported in a journal article that the patient possibly underwent abdominal, retroperitoneal, pelvic, or thoracic surgery on an unknown date and absorbable hemostat was used. The patient possibly experienced bleeding, hypomagnesemia, nausea, pyrexia, pulmonary embolism, hypophosphatemia, hypocalcemia, hypokalemia, ascites, and/ or operative hemorrhage. Treatment of the events was not reported.